Event description:
During patient use, a 'backup battery failure' alarm occurred on ac power. The patient use manually ventilated and switched to another ventilator. No patient harm reported.

Manufacturer narrative:
(B)(4).